Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team regarding a complaint received about the heartstart xl+ indicating low electric shock energy. There was reportedly no patient involvement. The reported issue of low electric shock energy in the xl+ defibrillator was confirmed and resolved by replacing an aging high voltage capacitance, conducting operational checks, and confirming that all functions are working correctly. The results of functional testing indicate that all functional tests conducted on the xl+ defibrillator during the operational check were successful, with all check items passing.